Event description:
It was reported that coating issue occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 182cm (5pk) choice guidewire was selected for use. However, resistance was encountered when the device was tried to cross the lesion and the tip of the wire was peeled off. The procedure was completed with another wire of same brand. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Spring tip was found stretched and kinked. No abnormalities were noticed int the coating of the guidewire. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that coating issue occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending artery. A 182cm (5pk) choice guidewire was selected for use. However, resistance was encountered when the device was tried to cross the lesion and the tip of the wire was peeled off. The procedure was completed with another wire of same brand. There were no patient complications reported.